Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl). Reportedly, customer did not eat enough carbs for the bolus that they delivered. Customer consumed juice to stabilize bg level. Recommendation was made to consult with health care provider to discuss diabetes management.